Event description:
This report is being filed upon notification from our MFR in (B)(6), to submit this event that happened in (B)(6). Problem: the collimator box on this x-ray system suddenly dropped down with it only being supported by its electronic cables. There was no person involvement/injury.

Manufacturer narrative:
Eval method; eval results; conclusions - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.